Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially fired with four clips remaining. The second instrument was received partially fired with two clips remaining. Visual inspection of the instruments noted that one of the jaw legs were out of position. The cams on the jaw legs were not aligned with the drivers. Functionally, the jaw legs were reset by aligning the cams with the drivers. The instruments were then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlocks engaged after all clips were dispensed to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the clip applier did not fire properly. There were issues experienced with the loading or firing of the clips. No clips were able to load properly into the jaws during use. The surgeon was able to squeeze the handle when the issue occurred. In order to resolve the issue and complete the case, opened a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.